Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a cardiac ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with two prostyle devices. The suture of an additional prostyle device was successfully pre-placed and the cardiac ablation interventional procedure was completed using the same 8.5f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The two devices were not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff misses and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the devices with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.